Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the evaluation, there was the possibility that this phenomenon was attributed to the failure of the printed-circuit board in the video connector because the reported phenomenon was duplicated when the printed-circuit board was heating. The cause of the failure of the failure of the printed-circuit board is presumed to be due to any of the followings. - the temporary short circuit due to the connecting the video connector with remaining moist condition on the electric contact parts on the video connector to the video system center. - the over current was flowed due to the plugging and unplugging the video connector while the video system center was turned on. - the applying of static electricity to the electric contact parts on the video connector.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during an inguinal hernia surgery procedure, it was found that the endoscopic image of the subject device blacked out. The user replaced the subject device with another device and completed the intended procedure. There was no problem during the inspection before use. The field service engineer checked the subject device at the user facility and found that the reported phenomenon could not be duplicated. There was no report of patient injury associated with the event.